Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have a fractured blade. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. The customer used a spare instrument to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument accessory involved with this complaint and completed the device evaluation. Inspection found damage on the blade. No missing piece was observed on the blade and the clamp arm at the distal end of the harmonic ace disposable insert. The blade was intact. As part of investigation, further inspection identified surface damage to the curved blade. Scratch/abrasive marks were found at the curved blade. Blade damage was detected by the generator with an error during self-test. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece of detached blade.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing out of the ordinary was identified. The issue occurred after 5 minutes of use. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal, the wrist was straightened, the surgical staff feel any resistance upon removal of the instrument through the cannula, and no other damage to the instrument after the event occurred. All fragments were retrieved and this was confirmed through ultrasound.